Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08-jul-2019 the following findings: during investigation, there was moisture behind lens, leak test failed at crack in cover between display lens and case seal and at battery compartment crack. Keypad is completely unresponsive due to internal moisture damage at the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue.there is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.